Event description:
It was reported that this patient was received at the hospital pre-syncopal. Clinic evaluations were performed and the patient heart rhythm was found in the 30s beats per minute (bpm). Although, the patient's pacemaker system was delivering 60 bpm pacing and electrical measurements were normal. Pocket manipulation was performed and pacing inhibition was able to be produced. The patient's pacemaker was reprogrammed, but the pacing was still inhibited. Oversensing and loss of capture were suspected, as at max outputs no capture was obtained. Noisy signals were noticed as well. Technical services recommended to replaced both the pacemaker and the right ventricular (rv) lead, due to suspected spring contact issues. Reportedly, the next morning, the revision was attempted but uncompleted, as the patient was found to have a left side occlusion. Thus, the patient was sent home with the pacemaker reprogrammed. The patient was continued to be monitored and eventually, the pacemaker was explanted and the rv lead surgically abandoned, both being replaced. No additional adverse patient effects were reported.